Manufacturer narrative:
The customer confirmed the reported complaint. The control panel and the bag/vent switch was replaced by the customer, and the unit was returned to service.

Event description:
The hospital reported that during preuse checkout the unit alarmed 'cannot drive bellows'. There was no report of patient involvement.